Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had over infused. The customer later clarified that the original issue was found to be "operator error." The hospital's clinical engineering technician stated that "the issue that the pump will not stop infusing is what I found while testing." There was patient involvement but no harm. Although requested, additional information was not provided.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-13622 is a concomitant. Please refer to manufacturer report number 2016493-2024-13626, which captured the correct suspect device per investigation report.

Event description:
It was reported that the device had over infused. The customer later clarified that the original issue was found to be "operator error." The hospital's clinical engineering technician stated that "the issue that the pump will not stop infusing is what I found while testing." There was patient involvement but no harm. Although requested, additional information was not provided.